Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report no audio output on (B)(6) 2014. Patient's father tested alert functionality and reported tone alerts were not functional, but device did vibrate. At the time of contact, the patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The returned complaint device passed visual inspection. The receiver data log was reviewed and no errors related to the customer complaint were found. However, the device failed global receiver functional testing. Additional tests performed verified device defect. The customer complaint was confirmed. The root cause was determined to be an assembly error. A CAPA has been initiated for this issue.